Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. Approximately 11.5¿ of the used pump cable was returned, consisting of the entire velour section. The pump cable was severed approximately 1¿ from the velour on each end. The returned section of the pump cable appeared to have been unremarkable during support. An electrical continuity test of the pump cable was conducted, and all wires were found to be electrically intact. The underlying layers, including the wires, were unremarkable. The pump cable was submerged in a saline bath for high-potential testing with an insulation tester and no areas of current leakage through the insulation of the driveline¿s wires were identified. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. No specific device-related issues or adverse events were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. A portion of the pump cable was returned to abbott and the reason was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a piece of the heartmate 3 pump cable was received.